Manufacturer narrative:
(B)(4).

Event description:
(B)(6) complaint: the reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's right (od) eye. The patient reports closure of pis; pi reperformed. Also reported is mild flares in bright light. Visual acuity is excellent and the patient is satisfied with the icl. Attempts to obtain additional information have not been successful.